Event description:
Customer reported via phone, the insulin pump was not delivering insulin. Customer stated his blood glucose was high, over 600 mg/dl. Customer wasn't experiencing any symptoms. Troubleshooting was performed. Customer treated with manual bolus with his back up insulin pump. Customer connected to his back up insulin pump and he woke up with blood glucose level at 300 mg/dl. Customer was advised to contact his doctor. Due to customer was on the backup insulin pump troubleshooting was not completed. Customer requested the device to be replaced and agreed to return the device for further analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime a33 and no delivery test. Pump received with cracked case at display window corner, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.